Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's activity log. However, this is not an indication of a device failure. The log confirmed the device was powered on everyday excessively without the electrode pads attached. The users manual indicates that the device shall be stored with its electrode pads connected at all times, and to check periodically for green check. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.